Event description:
Allegedly, at the moment of impacting the insert inside the acetabular cup, it did not remain fixed, it was tried three times. The support was indicated to put the insert in saline solution, in some cases the polyethylene can expand due to heat and soaking it in saline solution is a good tip. The insert was impacted again and it was stable, then the hip was reduced and at that moment the doctor observed that the insert moved out of position, he moved it with his fingers and finished the procedure. The doctor states that he was left with many doubts and says that there is a risk of dislocation since it was not stable. So far the patient is well and has not presented any inconvenience, we continue to follow up.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.